Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
What are the details of the complaint? Is there anything else? No intervention required. "As per my discussion with our distributor, the doctor claimed that the outer catheter caused injury at cervix when they were trying to insert it." Embryo rplcmnt catheter ppb623 (B)(4).